Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
It was reported via a clinical study that one patient had complaints of pain in the tibia. Upon explant, lysis and hypertrophy were noted at the junction of the nail. Cultures came back negative.